Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the high contrast salpingography, the silicone hysterosalpingography injection catheter balloon would not deflate properly when inside the patient. The device was "forcibly" removed from the patient and there was a repeat procedure at considerable discomfort to the patient. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence